Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The incident occurred during use. The repairs for the reported event are unknown at this time but will be updated if more information is provided. A DHR review is not required as the serial number is unknown. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used arctic sun device, there was no display of body temperature and poor body temperature response. The incident occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used arctic sun device, there was no display of body temperature and poor body temperature response. The incident occurred during use.